Event description:
It was reported that the patient experienced diaphragmatic stimulation due to the right ventricular lead. The threshold had risen and was high. The patient was referred for a x-ray, the lead was reprogrammed, and it remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.